Event description:
A discordant, falsely low result was obtained on one patient sample for sodium (na) on a dimension xpand plus without hm instrument. The sample was repeated on the same instrument, resulting higher than the initial result but below normal range. The falsely low results were reported to the physician(s), who questioned them. A new sample was drawn from the patient and was run on the same instrument, resulting higher than both initial and repeat results. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The ccc specialist adjusted the pump rate during troubleshooting. The ccc specialist instructed the customer to run quality controls, which were within acceptable ranges. A siemens headquarters support center (hsc) specialist reviewed instrument data, which indicated that the cause of falsely low na results is due to sample integrity and sample handling. The instrument is performing according to specifications. No further evaluation of the device is required.